Manufacturer narrative:
Concomitant medical products: product ID 377860, lot# v016549, implanted: (B)(6) 2008, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 37092, serial# unknown, product type: accessory. (B)(4).

Event description:
The consumer and manufacturer's representative reported the patient was charging too often and more often. It was noted the device had been implanted for over 7 years and the patient had one group with 3 programs and multiple electrodes active on each program. Additional information received from the consumer reported she was charging too often and had it for 8 years. The patient wanted to get the implantable neurostimulator (ins) changed before the end of the year because she was paid up with her annual deductible and had to recharge all the time. Since the healthcare provider (hcp) contacted the manufacturer who told the hcp she was not due for a battery change, the patient wanted to complain. The patient was charging every 3-4 days and it took 3 hours. Before, the patient was charging every 2 weeks. It was noted the patient had been recently reprogrammed or switched to a new group, but she had not had any previous overdischarge events. A fall could have been related to this issue as the patient said she fell all the time. There was an unrelated medical procedure of surgery on each leg for venous insufficiency and varicose veins with a diagnosis of plantar fascitis in (B)(6) 2014. A new insr antenna replacement was sent out as there was a damaged antenna. It was noted the ins felt loose and that it could almost flip as the patient had lost 85 pounds. The ins cut the pain in half but the patient still had pain which had gotten worse over time as she got reflex sympathetic dystrophy (rsd) flare ups which roared like a lion. Off and on sometimes, when the patient moved a certain way, pulsating would keep her up all night so she would turn it off and take more of the pain medications to knock herself out to go to sleep, but she would still wake up. It was the feeling of the stimulation, instead of a gentle trickle it was like a throbbing. The patient said it seemed to get worse when the battery was getting lower; the throbbing was almost like getting little jolts. Instead of a stream of sensation it jolted her. This had been going on for two months and it was getting worse. The settings were changed so the patient could have stimulation on at night and did not have to shut it off. It was noted the patient fell all the time, since before implant, because of neuropathy of her legs. The patient had bruises from a fall over the weekend. Five occurrences of cellulitis in the leg due to a bug bite were noted to have started in (B)(6) 2015 with a hospitalization and an emergency room visit on (B)(6) 2015. Another occurrence was in (B)(6) 2015. Prior to the implant, it was noted the patient had complex regional pain, the most horrific pain ever, rsd in the right hand which was visibly pink purple, fibromyalgia, sleep apnea, back pain, and surgery on the neck. Since following a low carb diet, the pain in her hands, rsd, complex regional pain syndrome (crps) pain all through her back and neck had improved, the flu like fogginess too. It was noted the patient had neuropathy of the legs and hands and a deformity in her legs. The patient had fallen all the time since before implant. Prior to implant, she used a cane all the time. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Relevant medical history included complex regional pain syndrome type 1.

Event description:
Additional information received from the manufacturer's representative (rep) reported when asked if the cause of the recharging too often was determined it was stated the patient was only using group d 74% of the time. The rep. Was going to be following- up with the patient the following week. It was unknown if the issue had been resolved.